Manufacturer narrative:
(B)(4).

Event description:
The customer reports: tip of fragmentation basket broke off during use within venous outflow. Tip was retained for investigation. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was reported to be delayed/interrupted.

Event description:
The customer reports: tip of fragmentation basket broke off during use within venous outflow. Tip was retained for investigation. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one separated pebax tip for evaluation. The ptd catheter and rotator were not returned. Visual examination revealed that the distal portion of the pebax tip was separated. The point of separation was jagged and not uniform. No other defects or anomalies were observed. The portion of the returned pebax tip measured .335", indicating that at least .181" remained attached to the device and was not returned per product drawing. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The customer reported issue that the ptd catheter tip was separated was confirmed during the complaint investigation. The returned portion of the sample revealed that the pebax tip was separated. The point of separation appeared rough and not uniform. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this issue will be documented under the CAPA. Teleflex will continue to monitor and trend for reports of this nature.